Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device worked intermittently with some attachments made a clicking sound and did not turn was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device ran, passed the attachment coupling test but failed pretest for hand switch test. It was determined that this was due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-testing, it was observed that the electric pen drive device worked intermittently with some attachments while making a clicking sound and did not turn. During in-house engineering evaluation, it was determined that the device ran, passed the attachment coupling test but failed the hand switch test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.